Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Suggested programming changes were not made, but the trigger for non-sustained noise were raised to five episodes. Device remains implanted.